Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes the stopper crept out in 1 tube and another tube broke in the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no cocked stoppers or broken tubes were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged - broken tube and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes the stopper crept out in 1 tube and another tube broke in the centrifuge. No adverse impact was reported regarding the patient or user.